Event description:
It was reported that a patient with lightheadedness presented to the hospital. It was noted that right atrial (ra) lead exhibited oversensing noise which resulted in pacing inhibition. On (B)(6) 2025, the physician elected to implant a new ra lead. The patient's condition was stable.